Manufacturer narrative:
The t:slim x2 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. There was no reported impact to the customer's blood glucose level. Tandem technical support (cts) educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting. Additionally it was reported that later in the day, the customer experienced an elevated blood glucose level in the 440's (mg/dl). The customer was uncertain of the suspected cause. The customer administered a manual injection and delivered a bolus via the pump. The customer declined to troubleshoot with cts.